Event description:
The programmer which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was determined during analysis that the programmer did not power up and therefore the power supply was replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).